Event description:
A customer reported to baxter corporate product surveillance a small volume intermate in which the housing was cracked. According to the report, the alleged defect was observed when the intermate was taken out of the package. The facility reported that the shipping carton looked damaged. The alleged defect was observed before use. Therefore, there were no reports of patient involvement, patient injury, adverse events, or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of the evaluation a follow-up report will be submitted

Manufacturer narrative:
(B)(4). Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Evaluation summary: the actual sample was received for evaluation. During visual inspection the customer reported condition was confirmed. However, the root cause could not be identified.